Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, there was a foreign matter-plastic in the tube that was discovered when it was hit by the canula of the automaton. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. A total of 100 retained samples were visually inspected, and no plastic foreign materials were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - non-biological. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after using bd vacutainer® k2e (edta) 7.2 mg plus blood collection tubes, there was a foreign matter-plastic in the tube that was discovered when it was hit by the canula of the automaton. No adverse impact was reported regarding the patient or user.